Event description:
It was reported that the customer administered too large of a bolus. The customer's blood glucose (bg) level subsequently decreased to 49 mg/dl. Customer drank juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.